Manufacturer narrative:
The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device had unexpected motor error alarm during the rewind test due to corroded motor home switch. The electronic assembly had moisture damage. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test due to motor error alarm. Device uploaded properly using carelink. Device had minor scratched display window, a small crack in the display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to diabetic ketoacidosis with a blood glucose level of 629 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they were treated with insulin injections at the hospital. The customer reported that they experienced heart burns and leakage in the heart. The insulin pump will not be returned for analysis.